Event description:
Following a diagnostic procedure an angio-seal device was placed. During the deployment sequence the inserting physician lost tension on the suture prior to placing the tension spring. The spring was left in place for 20 minutes and then the suture was cut and the tamper tube removed per the instructions for use. The pt was noted to have decreased pulses both pre & post operatively, secondary to peripheral vascular disease. However, the pt developed symptoms of leg pain and a loss of distal pulses approx five hours post device deployment. The pt was taken to surgery where an arteriogram with excision of the left superficial femoral artery (sfa), removal of the angio-seal, and a thrombectomy for a clot in the sfa were performed. All three components of the angio-seal device (anchor-collagen-suture) were retrieved. Three days later the pt continued to be without sequelae. Pathology performed on the removed specimen found moderate to severe athersclerlrotic vascular disease and separate fragments of thrombus.